Event description:
It was reported that norma from central sterile called saying that when putting foot tray back together to wrap, she noticed that the wire cutters were broken.

Event description:
It was reported that norma from central sterile called saying that when putting foot tray back together to wrap, she noticed that the wire cutters were broken.

Manufacturer narrative:
The returned device matched the report and the event was confirmed. The visual investigation showed that one spring component was broken off and the other was cracked. The crack and the fracture surface showed appearance of an inter-crystalline forced rupture due to stress crack corrosion. The breakage/cracks occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to an incorrect manufacturing step of high tightening forces used to attach the screws retaining the spring.

Manufacturer narrative:
Investigation in progress but not yet complete.